Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent fracture occurred during implant. The target vessel is unknown but the lesion was described as severly calcified and tortuous. As the physician was advancing the taxus express2 2.5 x 16 mm drug eluting stent to the lesion, the shaft fractured. This fracture happened to an area of the stent which was outside of the body. The physician did not torque the device and there did not appear to be any kinks in the shaft prior to use. The device was then pulled out of the guide catheter with no complications. The procedure was successfully completed using another taxus stent of the same size. It was reported there were no pt complications. The patient's condition was reported as satisfactory/good.